Event description:
Additional information received noting that per the physician it is unknown if the aggravation is vns related or not and its possible that other factors are affecting the aggravation. The patient is in the hospital and there has been some improvements. No other relevant information has been received to date.

Event description:
It was reported that a patient who was implanted in (B)(6) 2022 is now experiencing a worsening in symptoms and their physician is considering disabling their device but no known device disablement has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.